Manufacturer narrative:
(B)(4). Patient selection (use in tricuspid valve). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of lot-specific similar complaints revealed no indication of a lot-specific product quality issue. It should be noted that the mitraclip system instructions for use states: ¿the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). Since the mitraclip device was implanted on a tricuspid valve, this is considered as an off-label use of the device, which appears to have contributed to the reported slda. Based on the available information, the reported single leaflet device attachment/slda appears to be due to the off-label use. The reported tricuspid valve insufficiency/regurgitation (unchanged tr) appears to be a cascading event of the slda. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device (slda). It was reported that this is a combination mitraclip procedure to treat regurgitation (mr) and tricuspid regurgitation (tr) with a grade of 4. Two clips were successfully implanted, reducing mr. Then a clip delivery system (cds) was advanced to the tricuspid valve for off-label use, and the clip was deployed. However, the clip became detached from the septal leaflet, but remained attached to the posterior leaflet (single leaflet device/slda). Additional treatment was not provided. One clip was implanted, and tr is 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.